Event description:
The tip of the vitrectomy cutter broke off into the patient's eye during surgery causing the surgeon to stop. No patient injury occurred.

Manufacturer narrative:
It is unknown if this device was reprocessed and reused.